Event description:
An erroneously low beta hcg result was reported out of the laboratory in 2002. The physician questioned the results after a redraw 3 days later recovered higher. There was no death or serious injury requiring medical intervention associated with this event.